Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported right side rupture. Healthcare professional reported right side "symmetry of implants with flattening and wavy contour, pericapsular fluid, and pulmonary granuloma". The following events were also reported and determined to be not device related; positive d-dimer, asymmetry, severe panic attack, severe panic disorder, ¿first ever anxiety and panic attack which lasted 9 days and 9 nights¿, ¿admitted to hospital¿, and ¿unable to work since (B)(6) 2023¿. Device has been explanted.

Event description:
.Patient reported right side rupture. Device has been explanted. Healthcare professional later reported "symmetry of the implants with flattening and wavy contour on the right. Right pericapsular fluid","pulmonary granuloma", pericapsular fluid.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.